Event description:
It was reported that, during a shoulder arthroscopy, internal to the patient, the inner screw of the footprint did not rotate properly, so the suture could not be fixed within itself. The procedure was completed with non-significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
Health effect - impact code updated. H3, h6: the reported device, used in treatment, was received for evaluation. There was not a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, but the anchor is taped to the shaft of the device. There is debris on the anchor and shaft of the device. A functional evaluation of the device found that the torque limiter functioned as intended and was able to rotate and lock the anchor plug into place. The complaint was not verified, and the root cause could not be determined, since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, internal to the patient, the inner screw of the footprint did not rotate properly, so the suture could not be fixed within itself. The procedure was completed with non-significant delay using a back-up device. No patient complications were reported.